Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set; further described as the blue threaded end kept spinning and would not securely attach to the light blue part of the set. This occurrence during an unspecified step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-00725. All information can be found under manufacturer report number 1416980-2025-00725. Should additional relevant information become available, a supplemental report will be submitted.